Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e 801 analytical unit. The initial result was 69.1 u/ml, and the repeat result was <2 u/ml with a data flag. The questionable result was not reported outside of the laboratory.